Event description:
It was reported that the surgeon inserted and removed an aa4204vl silicone plate lens within the same surgery due to the surgeon changing his mind for a three-piece lens. The lens was removed with no patient injury, no enlarged incision or sutures. The surgeon changed his mind due to a capsular tear that had occurred during the phacoemulsification process using a competitors equipment.

Manufacturer narrative:
The mfg lot number was not supplied therefore, a review of the device history record was unable to be completed. Inspection of the device was unable to determine a root cause, however, no visible evidence of a mfg defect was noted. The incident is considered to be isolated to this report.